Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a device upgrade procedure was planned. Prior to the procedure, a decrease in sensing was observed. The physician elected to replace the lead.